Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 115-130mg/dl fasting. Verified test strips expire 02/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 245mg/dl and 262mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: with 435mg/dl on (B)(6) 2016 10:50:00 pm and 280mg/dl on (B)(6) 2016 10:53:00 pm 396mg/dl on (B)(6) 2016 10:55:00 pm. The date is set properly on the meter and time is one hour off. The customer had control solution which was expired.